Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately low compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the date and time the alleged issue first began but thought it was around 4 to 5 months prior to contacting lfs. The patient reported that on an unspecified date and time, prior to obtaining alleged inaccurately low blood glucose results of ¿107mg/dl¿ on the subject meter. She was experiencing symptoms of ¿frequent urination, really thirsty, dry mouth and dizzy¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with novolog insulin (self-adjuster) and tresiba. The patient stated she attended ER and was treated with IV fluid and regular insulin by a hcp. She also reported that whilst in ER she obtained a blood glucose result of over 600mg/dl on the hospital device. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. However, the test strips had expired in (B)(6) 2017. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.